Event description:
Provided info states that during the removal activities of the right femoral plate, the proximal screw broke at the third thread after applying moderate torsional load.

Manufacturer narrative:
Provided info states the hospital performed x-rays and decided to leave the broken portion of the screw in the pt bone, considering the implant site, the absence of protrusion of the piece of screw from the bone and the screw material.